Manufacturer narrative:
(B)(4). Report source: italy. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the nurse opened the stem for a procedure, the inner package was found to be punctured by the stem. Another stem was used to complete the surgery. There were no consequences or impact to the patient. Attempts have been made and no further information is available.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product identified damage to the sterile packaging (blister and pouch). Sterility has been compromised. Additionally, the stem damaged the inside and outside of the paperboard carton. Reported event has been confirmed. DHR was reviewed and no discrepancies related to the reported event were found. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.